Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/21/2025, a facility representative reported via (B)(4) that an abs-10060 angel centrifuge was not pumping back. This occurred during a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device settings. These factors may have contributed to the malfunction of the abs-10060 centrifuge, potentially affecting its performance during operation. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.